Event description:
It was reported that the patient presented to the emergency room after receiving atp and shock therapy due to svt. The patient received the shocks while shoveling. Programming changes were made and since then the patient had no arrythmias.

Manufacturer narrative:
No medwatch form was received.